Manufacturer narrative:
Omit : a1601 - device alarm system (1012), b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had initially come in as a recall rc-2020-rn-00724-1 and it was also reported that device had corroded left and right iui, cracked rear and front case, damaged left handle, chipped housing assembly and also displays an error code 353.7200. There was no patient involvement.

Manufacturer narrative:
(B)(6). Device was not returned to manufacturing facility.

Event description:
It was reported that the device had initially come in as a recall rc-2020-rn-00724-1 and it was also reported that device had corroded left and right iui, cracked rear and front case, damaged left handle, chipped housing assembly and also displays an error code 353.7200. There was no patient involvement.